Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#: tritanium patella-asymmetric; cat#: 5552-l-299; lot#: vunk1 device name#: triathlon p/a cr beaded #3l; cat#: 5517f301; lot#: rys3u. Device name#: tritanium bplate triathlon s3; cat#: 5536b300; lot#: ctd120152. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
I&d of a left triathlon for infection with tibial insert exchange. Originally done on (B)(6) 2024 as a primary, then an I&d with tibial insert done on (B)(6) 2024 for infection.